Event description:
A malfunction was reported, displaying a specific code. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted the customer in resetting the pump, and the issue did not recur after the reset.